Event description:
It was reported that when attempting to reposition the left ventricular lead, an insulation anomaly was observed on the lead. The lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).